Event description:
The customer reported that the ortho provue tested negative when manual gel tested positive. A false negative dat may lead to confusion in the diagnosis of anemia. Similarly, a false negative dat may lead to misdiagnosis of a hemolytic transfusion reaction, in particular in the relatively rare situation when plasma antibody is not detectable.

Manufacturer narrative:
An ocd field engineer (fe) arrived on site and inspected the analyzer and found everything in working order. The customer ran qc with satisfactory results. (B)(4).